Manufacturer narrative:
The suspect device was not returned for investigation. Vyaire medical was able to confirm the issue and the customer was advised that the unit needs a new blower. Root cause of failure is due to extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 started to alarm technical failure 316 - blower failure during ventilation. Furthermore, the patient was transferred to another ventilator and there was no patient harm associated with the reported event.